Manufacturer narrative:
Pump was received with button error alarm due to corroded keypad traces. Unit had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was 107 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.